Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: wang hy, xiao q, luo zy, pei fx, wang d, zhou zk. A new cocktail formula with diprospan of local infiltration analgesia in primary total hip arthroplasty: a prospective, randomized, controlled, observer-blinded study. Orthop surg. 2022 aug;14(8):1799-1807. Doi: 10.1111/os.13288. Epub 2022 jul 13. Pmid: 35822607; pmcid: pmc9363723. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: wang hy, xiao q, luo zy, pei fx, wang d, zhou zk. A new cocktail formula with diprospan of local infiltration analgesia in primary total hip arthroplasty: a prospective, randomized, controlled, observer-blinded study. Orthop surg. 2022 aug;14(8):1799-1807. Doi: 10.1111/os.13288. Epub 2022 jul 13. Pmid: 35822607; pmcid: pmc9363723. Objective and methods: this study aimed to observe the immediate analgesic effect of the cocktail formulation with diprospan during 120 primary pinnacle/corail thas implanted between september 2018 and april 2019. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: corail stem, pinnacle cup, unk femoral head and unk acetabular liner adverse event(s) and provided interventions associated with depuy devices: unknown hip corail stem 1 hematoma, treatment not specified 3 wound complications, treatment not specified adverse event(s) and provided interventions associated with depuy devices: unk femoral head 1 hematoma, treatment not specified 3 wound complications, treatment not specified adverse event(s) and provided interventions associated with depuy devices: unk hip pinnacle acetabular cup 1 hematoma, treatment not specified 3 wound complications, treatment not specified adverse event(s) and provided interventions associated with depuy devices: unk hip acetabular liner 1 hematoma, treatment not specified 3 wound complications, treatment not specified

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.